Event description:
Complainant alleged that the medics were defibrillating a 60 yr old male pt who was in sudden cardiac arrest. The medics delivered two series of defibrillations, each series containing a first shock at 200 joules, a second shock at 300 joules, and a third shock at 360 joules. The complainant indicated that at some point during the defibrillation an arc occurred from the electrode placed on the pt's front. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. In addition, the complainant indicated that the pt had a long cardiac history, weighed 350 pounds, had large pendulous breasts, and was in poor hlth.